Event description:
The iab was inserted into the pt on 9/28/97 at 1:30 p.m. And removed on 9/30/97 a.m. The iab did not malfunction. A vascular surgeon was consulted. The pt had a thrombosis, major ischemia, and removal was required. Also, the pt had an embolectomy and surgery was required. The pt went on to expire on 10/2/97 at 5:00 p.m. The contact stated that the pt death was not a direct consequence of the iab or iab therapy. Evnet complications: thrombosis/major ischemia/removal required/embolectomy/surgery. Pt current status: expired - rpt'd 11/3/97.